Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the sicu, a leak was found in the catheter after 50 hours of use. As a result, the catheter was removed and new kit was opened and used without issue. A delay was reported, however, there ws no reported death or complications to the patient.